Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient mother that the infusion set was leaking. No further information was available.